Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. In this case, the surgeon subsequently elected to use a larger valve, which corrected the pvl. It was also noted that this event was related to a sizing issue and not a malfunction or deficiency of the edwards valve. The device was discarded. No further actions are being taken.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that valve was implanted, then explanted due to a perivalvular leak (pvl), secondary to a sizing issue. Per the op report, this patient presented with mitral regurgitation requiring mitral valve replacement. After implantation of the 29 mm edwards prosthetic valve, the patient was weaned from cardiopulmonary bypass (cpb) and transesophageal echocardiogram (tee) showed a possible pvl. Tee examination showed that the leak most likely occurred at the fibrous trigone near the aortic valve. Pledgeted sutures were applied to that area and afterwards the atriotomy was reclosed again. Tee, however, continued to show persistent pvl. The patient was placed back on cpb to inspect the problem. All the sutures and the valve were removed. Examination showed that there was no tear in the annulus itself. The annulus was resized to 31 mm and another edwards valve was implanted. Patient was weaned from cpb and tee showed no evidence of any further pvl. Patient was returned to the ICU in stable condition. Moreover, the surgeon has indicated that there was no malfunction or deficiency of the explanted valve.